Manufacturer narrative:
The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and difficulty to inflate cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue and difficult to inflate, which include but are not limited to a defective component, device malfunction or patient dissatisfaction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient received a replacement inflatable penile prosthesis (ipp) in (B)(6) of 2020. At some point during the ongoing user period it was quickly realized that the new ipp was not adequate at giving the patient an artificial erection. The pump was not successful in giving the cylinders a full engorged feeling. After visually and palpating evaluation in clinic it was decided that it would be best to have surgical intervention to replace the pump. The cylinders and the reservoir were checked while doing the surgery to ensure there were no further issues. After confirming that the pump was the only issue it was replaced and connected to existing reservoir and cylinders. The patient is expected to fully recover.